Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump open book image. Customer stated that they went in swimming pool and alarm occurred. Customer stated that water inside the battery compartment. Customer stated that insulin pump was beeping they tried to take battery out but that did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about having critical pump error (open book image) alarm with constant tone/beep and moisture damage on 07/31/2021. The thumps download was successful. No critical errors that trigger the open book found in the insulin pump diagnostic trace. Device was received with critical pump error (open book image) alarm after battery insertion. Unable to download carelink or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. According to the engineer who studied on the insulin pump, open book with constant tone/beep "possible hw error during accessing ad5161 chip via twi interface. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damage found on pcb1 at keypad connector (j1), internal battery connector (j6), power connector (j7) and force sensor flex cable copper connector traces. The force sensor measurement was out of specification range. In conclusion, insulin pump was received with critical pump error (open book image) alarm with constant tone/beep after battery insertion due to moisture damage. Moisture damage was confirmed. Cracked case found along the side of battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.